Event description:
It was reported the patient had an appointment on (B)(6) 2014. It was stated the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative and they also stated they had not sought further help. It was noted the patient had very serious concerns about their new device. The patient stated they received absolutely no assistance because their doctor retired. The patient stated they saw their doctor one last time before they retired between (B)(6) 2013 and at that time it appeared the settings or programs were working properly. It was noted very shortly after that appointment the patient¿s device started giving them serious problems. It was stated three out of the four programs made the patient¿s toes contract and curl and the fourth program they felt in the muscle of their right buttock. The patient noted they had their device turned off completely since their last surgery due to the pain and discomfort they felt when it was turned on. Additional information received reported the patient had a device and their urologist retired last year. Right before they retired the patient had a new device put in and actually the patient had been having some major issues with it and the patient apologized for not calling sooner but just wasn¿t quite certain they had found the correct urologist and believed they had. Additional information received reported that the patient hadn¿t turned the device on since they had replacement surgery last year. The patient's symptoms were even worse with this device than they were with the old device. It was noted that the patient experienced twitching in their foot when the device was turned on and was still experiencing the urinary symptoms that the device was implanted for. The patient had an appointment with healthcare provider (hcp) scheduled for this thursday ((B)(6) 2014). It was reported that the patient said saw their hcp for the first time in (B)(6) and they told the patient that they needed to have a revision surgery. The patient was concerned about how they were going to pay for another surgery because they were still paying for the surgery that they had last (B)(6). The patient had no additional information to provide. Additional information received reported that the patient¿s current implantable neurostimulator (ins) was on the left side and the lead was on the right side. After they replaced the system the patient started feeling stimulation in the wrong location again 2 weeks after the implant surgery. It was noted that it was 10 times worse than it was before with the patient¿s previous stimulator and the patient felt stimulation in the wrong location on all 4 programs. The patient turned the device off 2 weeks after the implant surgery and it had been off since then. It was reported that with the device off the patient had been still feeling pulses in their leg and it was hurting them. The patient had pain in the instep of their right foot and had their toes cramping and they were moving on their own and the patient¿s foot was moving like crazy. It was noted that the patient believed that the ins was leaking current and at first they thought it had nothing to do with their device. The patient noticed that the muscle on their right buttocks would be clammed like they were clutching the muscle while they were sitting and watching tv. It was reported that it was always just the right side and not the left and when the patient went for a walk and the instep on the right foot would cramp and they thought it was just cramping. It was noted that the patient¿s left foot was fine. After the patient walked for half an hour it would be painful for a week afterwards and then it would slowly get better. At first the patient did not realize it was related to their device because the sensation was not as strong as it was now and they started to realize it had been related to their device the whole time since (B)(6) 2014. It was reported that the patient thought because it had been a constant stimulation going on and even with the device off it had been affecting the way the patient walked and then the ankle was hurting and their toes started moving on their own. The patient could feel the impulse the same way they felt it when the patient had the device on and the patient took a picture of their foot with their toes down. It was noted that it was getting increasingly worse, the patient couldn¿t lie on their right side, and when the patient slept on their right side at night they felt nerve pain from their hip all the way down to their foot. The patient used their patient programmer and confirmed that stimulation was turned off. It was reported the patient expressed a concern that when they turned the device on and synced they saw a warning screen saying to sync the programmer and the ins. It was determined that the patient was pushing the power button first. It was noted that the patient already called to let the manufacturer know that they had a new hcp. The patient¿s old hcp referred them to someone who dealt with pain management and this new hcp was aware of the patient¿s problems with their device and referred the patient to another hcp. The patient saw this hcp twice and the first time they went to see them was in (B)(6) 2014. It was reported that the patient told the hcp what was going on and brought their programmer with and turned stimulation on. The hcp felt the patient¿s foot and calf and told the patient that they could feel stimulation in their calf and foot and it was definitely on the wrong nerve and the patient would need a revision. It was noted that the patient was told that they would need to run in through the patient¿s insurance and they would have the manufacturer representative check out the programs on the patient programmer. The patient never heard back from the hcp¿s office and was never contacted by the manufacturer representative. It was reported that the patient called their hcp and made an appointment in may and when the patient came in their hcp asked ¿how can I help you?¿ the patient was dissatisfied that in (B)(6) the hcp told them they would need a revision and nothing was done and the patient felt like they had been bounced around. It was noted that they did an x-ray to check the position of the lead and the results were normal and the lead was in the right position. The patient had to call their hcp a week after the x-rays were taken to find out the results because they never called them to let them know. It was reported that the patient called their hcp¿s office yesterday to let them know that things had gotten worse and the patient was in severe pain since it was nerve related with interstitial cystitis (ic) and was making things miserable. The patient wanted it to be fixed and their hcp told them to call the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0av5x, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).